Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump displayed a "double beeping" message during power up when batteries were inserted and a scratched lcd lens was found. The downstream occlusion sensor and lcd lens will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep, no cassette" error and the lens was damaged. The issue was observed during testing and there was no patient involvement.